Manufacturer narrative:
Bd received four 20 gauge insyte autoguard blood control units from lot 8241920 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed a clear strand of foreign matter (fm) present on the catheter tubing of the first unit. There was no other fm found on the remaining units. The fm was identified to be a piece of residual catheter tubing from the manufacturing process. Based off the visual inspection the engineer was able to verify the reported defect.

Event description:
It was reported that foreign matter particles were found on bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: verbatim: "one of my asc¿s that has found particles on the IV cath when she goes to insert them. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that foreign matter particles were found on bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: verbatim: "one of my asc¿s that has found particles on the IV cath when she goes to insert them."